Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9732353. Product ID: 9735740, serial/lot #: 2.1.0, UDI#:- h3: a manufacturer representative went to the site to test the equipment. In summary, no fault was found. The system performed as in tended. Codes fdm b01, fdr c19, fdc d14 are applicable to this analysis. D9, h3: logs were received and software analysis was completed. Based on the information provided, the analyst suspected movement of the anatomy relative to frame during the procedure might have resulted in reported inaccuracy behavior, but there was no way to confirm this. Logs and archives cannot capture this information so those would not be helpful. Software analysis determined that there was insufficient information available to determine if a software anomaly occurred causing the reported event. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy involving a o-arm imaging system during a case. After the initial spin, the surgeon felt navigation accuracy was "off." The surgeon re-adjusted the perc pin and reference frame to make sure it was rigid, then performed a second spin which was acceptable and the surgeon moved forward. There was a delay of less than 1 hour. There was no reported impact to patient outcome.